Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incarcerated hernia repair surgery on (B)(6) 2013 during which the surgeon noted multiple loops of small bowel tightly adherent to the mesh and the mesh had eroded into the bowel. The patient suffered from a small bowel obstruction. It was reported that the patient experienced severe pain. No additional information is provided.